Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "scoring the current risk stratification guidelines in follow-up evaluation of patients after metal-on-metal hip arthroplasty" written by daniel k. Hussey, ba, rami madanat, md, phd, gabrielle s. Donahue, ba, ola rolfson, md, phd, charles r. Bragdon, phd, orhun k. Muratoglu, phd, and henrik malchau, md, phd published by the journal of bone and joint surgery, incorporated j bone joint surg am. 2016;98:1905-12 d http://dx.doi.org/10.2106/jbjs.15.00685 was reviewed for MDR reportability. The article mainly focuses on developing a scoring system for metal-on-metal risks based upon a study of 1,912 hips of depuy asr and asr xl implants. The article provides that 27 hips were revised with asr and 58 hips were revised with asr xl for reasons of: pain (33), adverse local tissue reaction (24), osteolysis (22), patient demand (22), component loosening (11 - component not specified) and osseous tissue necrosis (12). No further information given regarding specific interventions or adverse events.